Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite. Found out unit needs a main board replacement. However the unit will be taken off the service due to the cost of main board replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has vent inop (ventilator inoperable). As of this time, there is no information about patient involvement associated in this reported event.